Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the patient experienced perforation, tamponade, pericardial effusion and ventricular fibrillation. It was also reported that during the procedure the leadless ipg delivery system (ds) cup slipped toward the apex. It was speculated that cardiac tamponade may have occurred at that moment. The repositioning of the ds was attempted, and the leadless ipg was successfully implanted in the septal position on the first deployment attempt. The tug test confirmed good fixation. Pericardiocentesis was performed for 30 minutes, after which the patient was transferred to the operating room for urgent intervention. Surgery revealed a laceration of the right ventricle, which was sutured to control the bleeding. The patient was then transferred to the intensive care unit. No further patient complications have been reported as a result of this event.